Manufacturer narrative:
H11: additional information in b5, b7, and d6. H3, h6: the complaint device used in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The current IFU (lit. No. 12.23 ed. 03/21) states: "postoperative morphological changes in the patient with weakening of the load bearing structures (e.g. Tumours, hypertrophy, etc.) And/or changes in the materials used (e.g. Attrition or fracture of the cement bed and/or tissue reactions to the implant) can lead to the following implant failures: wear and loosening of the implant can make it necessary to perform revision surgery". The available medical documents were reviewed. There is a likely route cause of the acetabular loosening and subsequent revision. The flattened and retro position of the acetabular cup is consistent with a possible traumatic dislocation of the acetabulum. The performed investigation does not lead to an accurately determined cause. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. There is no need for further actions. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2014, the patient underwent revision surgery on (B)(6) 2017 due to acetabular loosening on the right hip and possibly traumatic dislocation of the acetabulum, in which one (1) bicon-plus titanium shell 5-56 non-cem, one (1) bicon-plus rexpol insert std 5/36 and one (1) biolox forte ce ball head 12/14 36m were explanted. No further complications were reported. No further information is available.

Manufacturer narrative:
Additional information: b5, d4, h4, d10. Internal complaint reference: (B)(4).

Event description:
It was reported that, after thr surgery had been performed in 2014, the patient underwent revision surgery due to unknown reasons in 2017, in which one (1) bicon-plus titanium shell 5-56 non-cem, one (1) bicon-plus rexpol insert std 5/36 and one (1) biolox forte ce ball head 12/14 36m were explanted. No further complications were reported. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after thr surgery had been performed in 2014, the patient underwent revision surgery due to unknown reasons in 2017, in which the femoral head and acetabular cup were explanted. No further complications were reported. No further information is available.